Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The unit primed properly and no unexpected insulin flow blocked alarm noted when priming. No prime seating anomaly noted. The insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. The insulin pump was programmed with multiple basal profiles and monitored for two days; no unexpected insulin flow blocked alarms or delivery anomaly noted during our testing. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a no delivery alarm during basal. Customer's blood glucose was unknown.